Event description:
It was reported that the patient was scheduled for a replacement by (B)(6) 2015 since that will be the ninth year of their device being implanted. It was noted that the patient¿s left side went out about three months ago. The patient¿s device was implanted on their right side. The left side was affecting the patient¿s finger, elbow, and leg and now it was going to their right side. The patient wondered if the device was the cause of the nerve damage. The patient was not having any issues with their device at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 399930, lot # v003633, implanted: (B)(6) 2006, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).